Manufacturer narrative:
(B)(4).

Event description:
It was reported "blank display. Display was dropped while pump was on patient. Pump was swapped and patient was not harmed. Found blank white screen upon power up".

Manufacturer narrative:
(B)(4). The reported complaint of "blank white screen upon power up" is confirmed. During the investigation, the returned display was found with a white screen during power-up. Based on the event details, the display head was dropped by the customer during use. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the white display screen. The most probable root cause of the complaint is user related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "blank display. Display was dropped while pump was on patient. Pump was swapped and patient was not harmed. Found blank white screen upon power up".